Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen was responsive but the keys were not aligned. The probable cause was due to contamination caused by fluid ingress found on the touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not work. The device was returned to the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.